Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarnm 20 issue was verified, but the battery issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.